Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's daughter helped the patient to calibrate. The patient uses tandem tslim in modified closed loop. The bg was 65 mg/dl while the cgm was 75 mg/dl. No mention of the hypoglycemia was treated. Sometime, the patient became unresponsive according to his wife so the wife called the paramedics right away. Paramedics came and checked the blood sugar at 31 mgdl and cgm was 70 mgdl. They then gave glucose d50. Paramedics waited until he woke up and calibrated again. His blood sugar level bgm- 90 mgdl and cgm- 60 mdgl. He wasn't taken to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. When the paramedics came, the reported glucose values fall within the a zone of the parkes error grid. Once the patient woke up, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.